Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the right atrial lead exhibited a loss of capture. A chest x-ray was performed but dislodgement was not noted. The physician elected to explant and replace the lead. The patient was in stable condition post surgery.